Manufacturer narrative:
(B)(6). The analysis found that device (a) and (b) were returned in good visual condition and with no cartridge reload loaded on the device. The devices were tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Device b additional information: batch # j5g65f, expiration date: 3/12/2017, manufacturing date: 4/12/2012.

Event description:
It was reported that during an unknown procedure, stapling failure. It is unknown how the procedure was completed. No consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The device fully cut but did not staple? Did the device staple but the staples did not form in the proper b form shape? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Echelon straight/flex: during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.